Event description:
It was reported during a lead revision approximately 2.5 weeks prior to this report the lead was placed in an unintended location. A post-operative CT revealed bleeding around the tip of the lead. The patient was hospitalized for some time after surgery before being in the care of her family. Patient symptoms/complications were reported as altered mental status, stroke, and weakness. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3387s-40, serial # unknown, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v989563, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), product type extension; product ID 3387s-40, lot # v911924, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), product type extension. (B)(4).

Event description:
Additional information received reported that the patient was now living with her daughter. The reporter stated that the patient had a feeding tube placed as she could not swallow. It was reported that the patient had significant neurological impairment and the family was considering removing the feeding tube as they do not have an optimistic prognosis. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3387s-40, serial# unknown, implanted: (B)(6) 2012, product type lead. (B)(4).